Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the letters and numbers on the pump display screen are yellow, faded, and cannot be seen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2013 with the following findings:the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The keypad symbols were found to be worn.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.